Manufacturer narrative:
H.6. Results code 2 updated. H.6. Results code 2: code 213- the device evaluation was performed based on a video attached to the event log in the product surveillance system as the device was not returned for analysis. The evaluation of these images showed the following: the gold wire at the contralateral gate appears to be open. However, without another view or rotation of the c-arm, this cannot be confirmed. Based on the provided images, and without a physical sample to evaluate, the physician¿s observation that, after the proximal main body of the trunk-ipsilateral leg component was successfully deployed, the distal end of the trunk at the contralateral leg gate remained constrained could not be confirmed. The physician¿s observation that the proximal main body deployed in a 7cm section without tortuosity cannot be conclusively confirmed, but is consistent with the imaging evaluation showing the length from the lowest renal to the inflection of the aorta as being measured at 7.27cm, however with a neck angle measured at 98º. The indications for use states that the proximal aortic neck angulation should be less than or equal to 60º. The physician¿s observation that the attempt was unsuccessful while attempting to push and pull on the trunk-ipsilateral leg delivery catheter in order to open the distal end of the contralateral leg gate could not be confirmed. The physician¿s observation that the distal end of the contralateral leg gate spontaneously opened after cannulation and after an extended period of time could not be confirmed. The physician¿s suspicion that the distal end of the contralateral leg gate remained constrained due to graft failure could not be verified. The likely cause for the reported contralateral leg gate remaining constrained after the proximal main body of the trunk-ipsilateral leg component was successfully deployed, and then spontaneously opening sometime after, could not be determined from the information provided. A corrective and preventative action (CAPA) is currently open for evaluation of an event where the physician was unable to cannulate the contralateral gate. This event will be reviewed in the CAPA effectiveness check for CAPA:101449. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 4315 - as the device remains implanted and was not returned for physical evaluation, and based on the imaging and engineering evaluations, cause was unable to be established. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), indications for use and appropriate anatomy for use of the trunk-ipsilateral leg endoprosthesis includes a proximal aortic neck angulation of less than or equal to 60°. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or 60° angulation of the proximal aortic neck.

Manufacturer narrative:
The device remains implanted, so evaluation of the actual device was unable to be completed. As this is a product problem-malfunction, an engineering evaluation of the event is in process. The device remains implanted, so evaluation of the actual device was unable to be completed. Images are available, and an imaging evaluation was completed. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The imaging evaluation stated the following: the images provided are pre-operative images dated (B)(6) 2019. Three jpgs and a movie were received via email with no patient identifier or date of acquisition in image; images are not able to be manipulated in anyway. The evaluation found - aortic neck angle appears to measure ~ 98 degrees. Aortic neck length appears to measure ~ 72.5mm in length. Diameters in the first 15mm of neck length, distal to the right lowest renal, appear to measure ~ 26mm.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of infrarenal and bilateral iliac artery aneurisms using gore® excluder® aaa endoprostheses. It was reported that, upon deployment of the trunk-ipsilateral leg component, the proximal main body of the trunk-ipsilateral leg component successfully deployed. Reportedly the distal end of the trunk at the contralateral leg gate remained constrained. The amount of contralateral leg gate that remained constrained was not noted. No deployment line break was noted. Patient tortuosity was noted. However, it was reported that the proximal main body deployed in a 7cm section without tortuosity. It was initially suspected that the distal end of the contralateral leg gate remained constrained due to patient anatomy. An attempt was made to push and pull on the trunk-ipsilateral leg delivery catheter in order to open the distal end of the contralateral leg gate. The attempt was unsuccessful. It was determined that the trunk-ipsilateral leg component would be pulled down, and an additional device would possibly be deployed proximally. However, prior to additional device placement, reported as about one hour post trunk-ipsilateral leg component placement, the distal end of the contralateral leg gate spontaneously opened after cannulation was attempted for an extended period of time. The physician noted that the catheter had been pushed proximally and distally when the contralateral leg gate opened. It was noted that the physician suspected the distal end of the contralateral leg gate remained constrained due to graft failure. There were no further reported issues. The patient tolerated the procedure.